Manufacturer narrative:
Additional information has been received that was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer sated the insulin pump started working as designed. Advised the customer if insulin pump alarmed button error again, to revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 133 mg/dl. Customer stated that the button error alarm is going off and she cannot get it to respond. Customer stated that the pump was possibly exposed to moisture from a damp bathing suit. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.